Event description:
It was reported that an undefined alarm occurred, causing the customer to experience an elevated blood glucose level. The customer declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.